Event description:
It was reported that due to an air bubble in pump that caused inflation issues the patient had his inflatable penile prosthesis (ipp) explanted. There were no patient complications related to this event.

Manufacturer narrative:
Update to h6 device codes. Upon receipt at our post market quality assurance laboratory, the ipp cylinders and pump were visually inspected and functionally tested. Both cylinders had a fold at proximal cylinder body; no leaks were found in both cylinders. The kink resistant tubing (krt) of cylinder 1 was worn to filament; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and did not pass the activation test. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis concluded the activation issues could affect the functionality of the pump in resulting inflation issue. Product analysis was unable to confirm the reported allegations related to fluid loss and air bubble in the system/component issue; however, product analysis confirmed pump malfunction.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) explanted due to fluid loss. He also reported that an air bubble in the pump also caused inflation issues, and the patient was unable to pump his device. There were no patient complications related to this event.